Event description:
The manufacturer's representative reported the pt was experiencing nausea and vomiting and not feeling well. The pt was admitted to the emergency room and saline was put into the pump. The pump was explanted due to an infection.